Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a fault code 1003. Data was sent for engineering analysis. Analysis showed that the low voltage fault is valid and confirms that the device battery is depleting faster than expected. Device replacement was suggested. To date, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. The returned device was thoroughly inspected and analyzed. Review of device memory confirmed that a low voltage alert (code 1003) was recorded. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised low voltage capacitors. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Investigation has determined that the low voltage capacitors can become compromised due to the presence of excess hydrogen gas within the device case. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a fault code 1003. Data was sent for engineering analysis. Analysis showed that the low voltage fault is valid and confirms that the device battery is depleting faster than expected. Device replacement was suggested. To date, the device remains in service. No adverse patient effects were reported. Additional information received indicates that the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a fault code 1003. Data was sent for engineering analysis. Analysis showed that the low voltage fault is valid and confirms that the device battery is depleting faster than expected. Device replacement was suggested. To date, the device remains in service. No adverse patient effects were reported. Additional information received indicates that the device was explanted. No additional adverse patient effects were reported.